Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned and no other evidence was provided. Review of the device history for the reported lot did not indicate any abnormalities. No corrective actions required at this time. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition unknown.

Event description:
As reported: "approx. 2 years ago, an osteosynthesis using axsos pt was performed. The fracture healed after that. On (B)(6) 2019, the plate explantation was performed before a primary tka surgery. During the explantation, a head of screwdriver broke off and remained in the screw head when a resident surgeon was trying to remove the screw. Finally, the other surgeon cut the screw between the bone and the plate, and removed it. The tka surgery was completed without problem."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "approx. 2 years ago, an osteosynthesis using axsos pt was performed. The fracture healed after that. On (B)(6) 2019, the plate explantation was performed before a primary tka surgery. During the explantation, a head of screwdriver broke off and remained in the screw head when a resident surgeon was trying to remove the screw. Finally, the other surgeon cut the screw between the bone and the plate, and removed it. The tka surgery was completed without problem."